Manufacturer narrative:
Data acquisition (da) board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the da board revealed no evidence of damage or contamination. The da board was installed in a test ventilator in an attempt to duplicate the reported problem. The da board was tested and no failures were identified. The root cause for the customer's report of da pcba adc failed could not be determined.

Event description:
The international customer reported that during testing prior to use, when the v60 unit was powered on "da pcba adc failed" occurred. On the next day following the event date, rep checked the unit on-site but the alarm was not duplicated and the unit operated properly. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the unit was received at the international service center. The technician was unable to duplicate the reported issue; however, review of the diagnostic log confirmed the reported occurrence of data acquisition (da) printed circuit board (pcba) analog to digital converters (adc) failed, and also occurrence of pressure regulation high. Resolution and disposition: da pcba was replaced to address both issues.